Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarms. Insulin pump was unable to perform error test due to button keypad anomaly. Insulin pump received with cracked case at display window corners, belt clip slot and minor scratches on lcd window.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 221 mg/dl. The insulin pump was exposed to water. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)